Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05647. It was reported that followed a fall, the patient experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads and anchors were explanted and replaced with one lead to address the issue.